Manufacturer narrative:
Alleged failure: the probe at the end was detached during the case. The failure identified in the investigation is consistent with the complaint record. Based on the visual inspection of the returned probe the electrode broke off probably caused by contact with another instrument, could be excessive force used when inserting or removing probe, probe inserted into obstructed passageway or any forceful impact to the tip of the probe with rigid objects. Probe used as a tool for mechanical displacement of tissue or bone, or to pry or scrub. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the tip broke. The broken pieces were retrieved successfully.